Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a foley catheter placed for a meckel¿s scan. Afterward, when they were removing the foley, there was resistance, so they stopped removing and the patient moved and the foley came out. It looked like the balloon did not completely go down after the fluid was removed, despite the same amount of fluid being removed that they put into the balloon and trying to pull more up. There was a small amount of blood when the foley was removed, but none since the doctor of medicine was notified.

Event description:
It was reported that the patient had a foley catheter placed for a meckel¿s scan. Afterward, when they were removing the foley, there was resistance, so they stopped removing and the patient moved and the foley came out. It looked like the balloon did not completely go down after the fluid was removed, despite the same amount of fluid being removed that they put into the balloon and trying to pull more up. There was a small amount of blood when the foley was removed, but none since the doctor of medicine was notified.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted 2 photo samples received. First photo sample shows the end of catheter with cuff around balloon. Second photo samples shows outer packaging of catheter indicating product catalog number, lot number as nggn2546, and expiration date as 17sep2026. Based on the photo samples received photo does not meet specifications which states "missing/incorrect components are not allowed." Although an exact root cause could not be determined a potential root cause could be foreign matter during processes (flap or flash during punching). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.